Event description:
Initial report-on 04/18/2025, customer called in to report a false positive for lead in the capillary tubes and suspected presence of lead in tube. No adverse patient effects were reported. Followup report-06/04/2025, customer reported having an additional 5 complaints of high lead in the capillary tubes all with the lot 24h4126 & 24i4021. No adverse patient effects were reported. This is complaint 4 of 5 additional complaints.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a correction.